Event description:
During evaulation of a colleague infusion pump, a baxter service technician discovered an inoperative stop key on the pump head module keypad. There was no patient injury or medical intervention necessary. The sofware version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Corrected information: device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an inoperable stop and open keys on the pump head module keypad, and determined the root cause to be a defective pump head module keypad. The pump head module keypad was replaced to repair the reported condition. The user interface module master software version is (B)(4), which is classified as remediated. Service history review indicates that this device has not been previously sent into service for the reported condition of an "inoperative stop key on the pump head module keypad". A follow up report will be submitted if additional information becomes available.

Event description:
This is report number 1 of 5 received by baxter (B)(4) from a physician for an increase in peritonitis cases at this facility. The patient's doctor requested an investigation since the number of peritonitis events was increased. The patient was admitted to the hospital with fungal peritonitis on (B)(6) 2010 and discharged from the hospital on (B)(6) 2010. The patient was treated with triflucan 100 milligrams intravenously. The patient continued therapy using hemodialysis.

Event description:
During evaluation of a colleague infusion pump, a baxter service technician discovered inoperative stop and open keys on the pump head module keypad. There was no patient injury or medical intervention necessary. No additional information is available.